Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated near base of his penis, and he can feel the tubing. The patient states that the pump position is too high in the scrotum making it difficult to pump. The patient also mentioned that the size is not correct. The patient was unable to fully inflate the cylinders. The ipp is currently implanted, and he will meet with the physician to troubleshoot and determine next steps. There were no patient complications.